Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/4.9. The pt's coumadin was held for two days. The reporter declined product replacement.